Event description:
Reprise IV study. It was reported that an arrhythmia occurred. Procedure summary: the patient was enrolled into the reprise IV study (B)(6) 2019 and the index procedure was performed on the same day. Prior to the procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin at the time of index procedure. The patient received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: the same day as the procedure, the patient developed 1st degree atrioventricular block. No new conduction disturbance was noted post bav. No diagnostics were performed and no action was taken to treat the event. It was further reported that in (B)(6) 2019, the subject was hospitalized to treat the event. At the time of the reporting, the event was considered to be not resolved. The following day the patient was discharged.

Manufacturer narrative:
Patient identifier corrected from (B)(6) outcomes attributed to ae updated.

Event description:
Reprise IV study . It was reported that an arrhythmia occurred. Procedure summary: the patient was enrolled into the reprise IV study jun-2019 and the index procedure was performed on the same day. Prior to the procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin at the time of index procedure. The patient received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: the same day as the procedure, the patient developed 1st degree atrioventricular block. No new conduction disturbance was noted post bav. No diagnostics were performed and no action was taken to treat the event. It was further reported that in (B)(6) 2019, the subject was hospitalized to treat the event. At the time of the reporting, the event was considered to be not resolved. The following day the patient was discharged.

Event description:
(B)(6) study. It was reported that an arrhythmia occurred. Procedure summary: the subject was enrolled into the (B)(6) study, (B)(6) 2019 and the index procedure was performed on the same day. Prior to the procedure, heparin or other anticoagulant was given. Patient was on prior regimen of aspirin at the time of index procedure. The patient received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: the same day as the procedure, the patient developed 1st degree atrioventricular block. No new conduction disturbance was noted post bav. No diagnostics were performed and no action was taken to treat the event.